Manufacturer narrative:
Product ID: 3888-56 lot#: unknown serial#: implanted: explanted: product type: lead product ID: 37754 lot#: serial#: (B)(4), implanted: explanted: product type: recharger. Analysis of the implantable neurostimulator (ins, model#: 37714, serial#: (B)(4), found no anomaly. Good, stable output was measured on all electrode pairs. A coupling test showed that the coupling matched with a good ins. Analysis of the ins recharger (insr, model#: 37754, serial#: (B)(4)) found that the antenna component to be broken. Analysis of the insr was not performed. Analysis of the lead (model#: 3888-56, serial/lot#: unknown) found no anomaly. No shorts between circuits were detected.

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) had a recharge session on (B)(6) 2012 that lasted 8 minutes, had an average of 0 coupling, and had a charge level that was 3.750 volts at the beginning and end; it showed that the ins appeared to be recharging during the session as there was 0 minutes of no-recharge-activity due to telemetry loss. Additional information received reported that the 573 errors in the patient programmer (pp) tni (error) codes received indicated that the patient's ins was in its sleep-mode state; this was in agreement with the "recharge stimulator" pp screen and with the text message "neurostimulator battery is discharged. Charge battery now. Exit application." From the physician programmer (8840). It was noted that although the patient's ins was discharged enough to not provide stimulation therapy to the patient, it was still supposed to have been able to perform normal telemetry communication with the associated instruments. Additional information received reported that the patient underwent a warranty replacement of both his ins and peripheral leads. Post operatively, the patient experienced adequate paresthesia coverage to the right side of his lower back and around to the right side of his lower abdominal area. The patient's pain score was 3 - 4 out of 10 but characterized as "annoying stimulation," so his rate was increased from 60 to 100 hz to provide stimulation/paresthesia that was "a lot more comfortable than it was." Following implantation, the patient was able to recharge with ease, obtaining eight full bars of telemetry and confirming very good communication between his recharger and new device. Additional information received reported reiterated that the patient was not able to recharge his device implanted on (B)(6) 2012 up until a week prior to it being replaced; at this stage, the patient and physician had lost confidence in the device and recharger functioning consistently and reliably. All impedance tests and x-rays taken previously were noted to have been in-range and satisfactory by the physician. The cause of the patient's issue was attributed to issues with the recharger finding the patient's ins and recharging it; only once final instructions were received from the manufacturer representative and performed did the ins recharge successfully, but this was after weeks of failed attempts. The patient was able to recharge normally with his newly implanted ins and new ins recharger (insr); all were functioning "perfectly well." Additional information was previously submitted in a duplicate product event; refer to manufacturer report # 3004209178-2012-03417.

Event description:
It was reported that the implantable neurostimulator (ins) depleted 4 days post implant. The patient was unable to couple the external recharger with the ins to charge. It was noted that the patient had ''high settings'' and that impedance measurements post implant were fine. The patient was able to use the programmer accessory post operatively. The ins site looked fine with no swelling and/or inflammation seen and the ins was able to be palpated easily. Another recharger unit from the physician's office was then used but still was unable to get coupling. X-rays taken ruled out that the ins was flipped in the pocket. Additional information received indicated that on (B)(6) 2012 the patient still had no coupling when trying to use his recharger. When he used the programmer, there was a message asking to recharge the device. Several quick 10 second physician mode recharges (pmr) were performed with resolution of the recharging issue. A longer pmr (60 minute) procedure was performed with no success but a telemetry-n information (tni) error code of 380 was observed on the recharger which would indicate that the telemetry seemed to be working. Several more quick charges were performed (no effect) followed by a longer 60 minute recharge which resulted in an error code of 590 being observed. It was noted the coupling values seen when using the antenna locator feature ranged between 30 to 50 at the bottom and 45 to 50 at the top. No communication was observed when using the clinician programmer. Interrogation of the ins on (B)(6) 2012 showed an tni error of 573 on the programmer which indicated that the device was in a sleep mode state. The meant that the ins battery was discharged to a point were stimulation therapy was no longer available but not to a point where the device was overdischarged. On (B)(6) 2012, another attempt was made to recharge the patient's ins with no success. The patient ins was then explanted and replaced. A new recharger unit was also issued. No patient injuries were noted and the patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Recharger model 37754, serial # (B)(4).

Manufacturer narrative:
Product ID: 3888-56, lot #: unknown, explanted: (B)(6) 2012, product type: lead.